Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Patient was brought in to the clinic to address the issue with programming. Patient was stable after the event. However, it was noted that there was another post-paced t-wave over-sensing episode after the programming and programming changes were discussed again with a healthcare provider.